Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 554 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate and bolus settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump's total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined that the alleged health event was attributed to diabetes management: changes in stress level and pregnancy; and use error: failure to bolus and not responding to a pump alarm in a timely manner. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to use error.